Event description:
It was reported while using bd precisionglide¿ needles epoxy on / in needle cannula. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: on 07/19/2023, he received a box with (B)(6) units of precision glide needle (B)(4) material and when opening the first needle he identified that it was bent and so he opened another needle and it was also bent. He also identified a white residue on the needles appearing to be the remainder of another material. *which product part/component/part is involved with the complaint? Needle *purpose of use: in what procedure was the material being or would it be used? Medication application *drug/substance involved in the occurrence fat control drug - caffeine, l-carnetine, pentoxifylline, lidocaine *quantity of material with deviation (B)(4) *is the sample that presented the deviation available for analysis? Yes *amount of sample with deviation available for analysis. Two *is the sample contaminated (body fluids or medications/solutions)? Yes if there is a sample available, is the collection address the same as the one informed at the beginning? Same address can the customer send photos of the material for analysis? Yes customer requests replacement of material with deviation? Yes *in what situation was the deviation identified? Before starting any procedure with the material and without contact with the patient/professional. *was there any harm to the health of the patient or the professional who handled the material? Yes *what's the damage? Describe. During the use of the crooked needle, a little more blood came out than normal. *was there a need for medical intervention? No *was there a need for surgical intervention? No *was there a need for hospitalization or extension of hospitalization? No *was there exposure to chemical/biological agents (regardless of ppe use)? No *was there an accidental puncture with the needle? No *event led to death? No

Manufacturer narrative:
Correction b5: describe event or problem: it was reported while using bd precisionglide¿ needles epoxy on / in needle cannula. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: on 07/19/2023, he received a box with (B)(4) units of precisionglide needle (B)(4) material and when opening the first needle he identified that it was bent and so he opened another needle and it was also bent. He also identified a white residue on the needles appearing to be the remainder of another material. *which product part/component/part is involved with the complaint? Needle *purpose of use: in what procedure was the material being or would it be used? Medication application *drug/substance involved in the occurrence fat control drug - caffeine, l-carnetine, pentoxifylline, lidocaine *quantity of material with deviation (B)(4) units *is the sample that presented the deviation available for analysis? Yes *amount of sample with deviation available for analysis. Two *is the sample contaminated (body fluids or medications/solutions)? Yes if there is a sample available, is the collection address the same as the one informed at the beginning? Same address can the customer send photos of the material for analysis? Yes customer requests replacement of material with deviation? Yes *in what situation was the deviation identified? Before starting any procedure with the material and without contact with the patient/professional. *was there any harm to the health of the patient or the professional who handled the material? Yes *what's the damage? Describe. During the use of the crooked needle, a little more blood came out than normal. *was there a need for medical intervention? No *was there a need for surgical intervention? No *was there a need for hospitalization or extension of hospitalization? No *was there exposure to chemical/biological agents (regardless of ppe use)? No *was there an accidental puncture with the needle? No *event led to death? No.

Event description:
It was reported while using bd precisionglide¿ needles epoxy on / in needle cannula. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: on (B)(6) 2023, he received a box with 100 units of precisionglide needle 0.55x20 material and when opening the first needle he identified that it was bent and so he opened another needle and it was also bent. He also identified a white residue on the needles appearing to be the remainder of another material. *which product part/component/part is involved with the complaint? Needle. Purpose of use: in what procedure was the material being or would it be used? Medication application. Drug/substance involved in the occurrence; fat control drug - caffeine, l-carnetine, pentoxifylline, lidocaine. Quantity of material with deviation? (B)(4) units. Is the sample that presented the deviation available for analysis? Yes. Amount of sample with deviation available for analysis. Two. Is the sample contaminated (body fluids or medications/solutions)? Yes. If there is a sample available, is the collection address the same as the one informed at the beginning? Same address: can the customer send photos of the material for analysis? Yes. Customer requests replacement of material with deviation? Yes. In what situation was the deviation identified? Before starting any procedure with the material and without contact with the patient/professional. Was there any harm to the health of the patient or the professional who handled the material? Yes. What's the damage? Describe. During the use of the crooked needle, a little more blood came out than normal. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Was there a need for hospitalization or extension of hospitalization? No. Was there exposure to chemical/biological agents (regardless of ppe use)? No. Was there an accidental puncture with the needle? No. Event led to death? No.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Through visual evaluation, epoxy on needle and bent needle are observed. Epoxy is an adhesive used to join the cannula with the hub. Maintenance records were analyzed and orders were found relating to maintenance in the resin variation in the cannula assembly system and in the vision system, in the assembled needle batches that make up the packaged batch. Based on the teams investigation, possible root cause for epoxy is associated with excess of tool ejection. The filter and resin were changed. Tools were adjusted and the mechanical position of the camera was changed.

Event description:
It was reported while using bd precisionglide¿ needles foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: on (B)(6) 2023, he received a box with 100 units of precisionglide needle 0.55x20 material and when opening the first needle he identified that it was bent and so he opened another needle and it was also bent. He also identified a white residue on the needles appearing to be the remainder of another material. Which product part/component/part is involved with the complaint? Needle. Purpose of use: in what procedure was the material being or would it be used? Medication application. Drug/substance involved in the occurrence fat control drug - caffeine, l-carnetine, pentoxifylline, lidocaine. Quantity of material with deviation 2 units. Is the sample that presented the deviation available for analysis? Yes. Amount of sample with deviation available for analysis. Two. Is the sample contaminated (body fluids or medications/solutions)? Yes. If there is a sample available, is the collection address the same as the one informed at the beginning? Same address. Can the customer send photos of the material for analysis? Yes. Customer requests replacement of material with deviation? Yes. In what situation was the deviation identified? Before starting any procedure with the material and without contact with the patient/professional. Was there any harm to the health of the patient or the professional who handled the material? Yes. What's the damage? Describe. During the use of the crooked needle, a little more blood came out than normal. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Was there a need for hospitalization or extension of hospitalization? No. Was there exposure to chemical/biological agents (regardless of ppe use)? No. Was there an accidental puncture with the needle? No. Event led to death? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.